Event description:
The pt was operated. The procedure was laparoscopic and appeared to go well. The pt recovered well, and was discharged on day 3. On day 5/6 the pt was re-admitted to the hosp with severe abdominal pain. She was suffering from peritonitis. The pt was taken back to theatre and the anastomosis was found to be leaking at the point of the car ring. The surgeon has reported that there was no tension on the anastomosis and all surrounding tissue appeared healthy. The pt now has colostomy and will undergo further procedures to have an ileostomy and later reversal. The pt has moved from itu to the ward and is now recovering.